Manufacturer narrative:
(B)(4). Physio-control advised the customer that the unit is not field serviceable and no longer under warranty. Physio recommended that based on the reported issue that the unit be removed from service and a replacement device be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer, a biomed, contacted physio-control to report that the lid latch, which holds the lid shut, was missing. The device would power on and give voice prompts, but would not stay latched shut. There was no patient use associated with the reported event. Although the device would power on and provide voice prompts when the issue was reported, the missing lid latch prevents the lid from staying shut and, over time, the unit could fail to recognize the lid was latched shut properly and may not power on.

Manufacturer narrative:
The customer, a biomed, contacted physio-control to report that the lid latch, which holds the lid shut, was missing. The device would power on and give voice prompts, but would not stay latched shut. There was no patient use associated with the reported event. Although the device would power on and provide voice prompts when the issue was reported, the missing lid latch prevents the lid from staying shut and, over time, the unit could fail to recognize the lid was latched shut properly and may not power on. The customer, a biomed, contacted physio-control to report that the lid latch, which holds the lid shut, was missing. The device would power on and give voice prompts, but would not stay latched shut. There was no patient use associated with the reported event.